Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure delivery system failed and did not advance as expected. There was no patient contact. The procedure was completed on the same day. No further information expected as reporter unwilling to provide additional information.